Event description:
It was reported that the device exhibited episodes of non-sustained right ventricular oversensing (nsrvo) due to post-paced t-wave oversensing (pptwos) via review of remote transmission. The patient presented to the clinic and programming changes were made. There were no adverse health consequences to the patient.